Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was missing the expiration date. The following information was provided by the initial reporter: material no: 320883, batch no: 7151706. Consumer reported package did not have expiration date printed on it. Box was not opened. It was determined box expired in 2022 from the lot number provided.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was missing the expiration date. The following information was provided by the initial reporter: material no: 320883, batch no: 7151706. Verbatim: consumer reported package did not have expiration date printed on it. Box was not opened. It was determined box expired in 2022 from the lot number provided.